Manufacturer narrative:
A2) patient age - average patient age: 66.00 ±9.6. A3a) patient sex - sex of majority of patients involved: 20 males, 10 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/g4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, 510(k), expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, embolism is listed as a potential adverse event with use of the turbo-tandem device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 10jun2021) ¿photoablative atherectomy followed by a paclitaxel-coated balloon to inhibit restenosis in instent femoro-popliteal obstructions (photopac)¿. The study retrospectively aimed to evaluate the safety and effectiveness of preparing in-stent femoropopliteal lesion with photoablative laser atherectomy or plain balloon angioplasty (poba) prior to drug-coated balloon (dcb) angioplasty. A total of 31 patients were enrolled in the study with clinical follow-up at 6, 12, and possible 24 month. All lesions were sequentially treated with spectranetics turbo elite, turbo-booster, and turbo tandem laser atherectomy catheters. Complications included 2 procedural target lesion revascularizations (tlr). During 30 day post-procedure, there were 2 unspecified serious adverse events (saes), 2 peripheral embolization, 1 aneurysm spurium at the femoral puncture site, and 3 tlrs. During 1-year follow-up, there were 3 unspecified saes, 1 tlr, and at 2-year follow-up, there were 4 unspecified saes and 8 tlrs (MDR # 3007284006-2026-00200). Additionally, 1 patient experienced death at 6-month follow up, and 1 death between the 1-year and 2-year follow-up (MDR #3007284006-2026-00199, MDR #3007284006-2026-00201). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 10jun2021 has been used, the date of publication. Böhme, tanja, noory, elias, beschorner, ulrich, lerke, frederik, schmidt, andrej, scheinert, dierk, ito, wulf, zeller, thomas, rastan, aljoscha. 2021. Photoablative atherectomy followed by a paclitaxel-coated balloon to inhibit restenosis in instent femoro-popliteal obstructions (photopac): a randomized multicentre pilot study vasa, 50(5): 387-393. Https://doi.org/10.1024/0301-1526/a000959. This report captures the serious injuries that occurred after use of the turbo-tandem device. There was no alleged malfunction of any spectranetics devices in use during the procedure.